Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported rf energy continued when the footswitch was released. The maestro footswitch was ¿sticking¿ when coming off ablation; power continued to flow after pressure was lifted off the footswitch. The footswitch was unplugged and the procedure was continued using the button on the generator. The issue did not occur when the footswitch was not in use. There were no patient complications.